Manufacturer narrative:
(B) (4). Evaluation summary:the reported condition of a single day infusor device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. This issue is currently being investigated under CAPA# (B) (4).

Event description:
It was reported to baxter (B)(4) that the reservoir of a multirate infusor device ruptured just after it was connected to a patient. The device was not filled beyond its maximum volume. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a single day infusor device ruptured during filling. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). It is not known at this time if this device is available for evaluation. Should the device and/or additional information be received, a follow-up medwatch will be submitted.